Event description:
It was reported that during a da vinci standard (is 1200) surgical procedure, the surgical staff encountered a 22003 system error message when homing the system. The nurse contacted an intuitive surgical inc. (Isi) technical support engineer (tse) and reported an error pointing to the red arm that was not correctly docked. Tse noted that there was no red arm on this particular system. Tse requested the site check the connections and emergency power off (epo) the system; however, the system error 22003 returned. Tse found that the error message was pointing to the setup joint (suj3) and axis 1 of the endoscope camera manipulator (ecm) arm. Patient was under anesthesia during the system error message and surgeon decided to abort the surgical procedure.

Manufacturer narrative:
Field service engineer (fse) went to the site on (B)(4) 2013 and observed error message 22003 which was pointing to the set up joint (sujc) axis 2 potentiometer (pot). Fse discovered that the pot cable from the remote interface adapter (ria) board to pots was defective. There was a faulty contact on the cable. When the fse touched the cable at the shocked point, it triggered the error 22003. The red arm not correctly docked was also observed. A potentiometer cable connected to setup joint for camera arm board (sjc) was replaced to resolve the fault contact that triggered the error 22003. The system verification was performed and passed testing and was within the manufacturer's specifications. Next surgery using this system is scheduled for (B)(6) 2013. Isi sent follow up questions and the initial reporter was unwilling to answer some of the additional clinical information. The following information was provided by the nurse: the system error message occurred on (B)(6) 2013. The system was pre-inspected prior to the surgical procedure with no issues. Nurse mentioned right after the system error message, the surgeon decided to abort the case. She did not provide information of how long the patient was under anesthesia prior to the system error message, what type of surgical procedure the patient was having with the da vinci system or whether any ports placed on the patient. Per nurse, the patient did not suffer any injury during the da vinci surgical procedure.

Manufacturer narrative:
The subject cable was returned on 7/24/2013 and evaluated. Engineering evaluation was able to replicate the reported issue and it was due to the damage cable. A visual inspection showed that the cable was bent/ broken.